Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Consultant reported: patient approximately 1 year status post prodisc-c procedure at levels c6-c7 returns for routine followup with surgeon. X-rays taken on an unknown date showed osteophyte build-up on the anterior side of the disc. Patient was returned to o.r. For explant of prodisc-c on (B)(6) 2011, and was revised to interbody spacer and plate and screws. During the removal procedure, the tip of the inserter (distractor p/n 03.820.462) broke off but not into wound. The tip was retrieved and discarded by hospital account. This is report 1 of 1 for complaint # (B)(4).